Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board and the backplane. The system operates as intended.

Event description:
The customer reported the system had a communication failure. No pt injury was reported.